Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. H11: d10: product return status from available to not available - discarded. H3, h6: investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
510k: this report is for two unknown guide/compression/k-wire /unknown lot. Part and lot numbers are unknown; UDI number is unknown. : without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, during talar navicular fusion procedure, when the surgeon drilled through the two (2) unknown guide it broke off. The two (2) elite compression implants was inserted and did not affect the procedure. The procedure was successfully completed without surgical delay. The patient was fine as the implant was implanted as normal. Concomitant devices reported: elite compression implant kit (part# el-2520s4, lot# bel170471, quantity 1), elite compression implant kit (part# se-2520, lot# bse170442, quantity 1). This report is for two (2) - guide/compression/k-wire. This is report 1 of 1 for (B)(4).